Event description:
It was reported that a vns patient's lead was broken. Full revision surgery was performed. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.